Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04497, 04498. It was reported the patient had been reprogrammed in the past but had lost stimulation over time. It was reported all electrodes on the lead showed invalid impedance. The physician replaced the patient's lead, extension, and the ipg.

Manufacturer narrative:
Evaluation results: the complaint could not be confirmed. The ipg was functionally tested on the auto-tester and failed for no outputs on channels 7 and 8. The no output failure was due to broken feed through wires on channels 7 and 8. However, since the extracted patient program parameters revealed that the patient was only using channels 1-4, the broken feed through wires observed on channels 7 and 8 would not have caused the failure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.